Event description:
Patient was admitted with a distal bowel obstruction. The obstruction was believed to have been the result of a fragment of a biliary stent. The biliary stent was initially placed in interventional radiology on the end of 2019 to treat a pancreatic cancer process. Cancer surveillance cat scans from that period through last june did not find any deficits with the devise during this period. The patient was successfully discharged with follow up to treat the primary issues she has ahead of her, including the ongoing cancer treatment therapies. The specifics on the start are: cr bard lifestar biliary stent: 14x 80/80. Reference number vius 14080, lot number anbr1027.